Event description:
It was reported that the customer was admitted in the emergency room for several hours due to high blood glucose. The blood glucose reading was 289 mg/dl. Troubleshooting was performed. Programming is fine and the device passed the fixed prime test. Customer's high blood glucose was treated with manual injection. Advised customer's mother to call back to perform the high-pressure test upon receiving the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.